Event description:
The hospital reported that during pretesting prior to the endoscopic vein harvesting procedure, the hemopro would not cauterize. Staff switched out the hemopro extension cord and then the hemopro power supply without success. A replacement hemopro device was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on the jaws and that blood was present on the serrated section of the cold jaw boot and tri-heater assembly. The electrical and resistance tests were within specifications. The micro switch functioned properly when tested. The pre-cautery test, using a reference hemopro extension cable and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.